Event description:
It was reported that during a laparoscopic hand assisted sigmoidectomy procedure, while going through thick tissue there was difficulty with the blade firing. They removed the device and cleaned it but still had difficulty. They then noticed the top jaw broke into two separate pieces. One piece fell into the patient and was retrieved. A new device was used to complete the procedure. There was no patient impact. The device along with the two pieces will be returned for analysis.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Event date - unknown, assumed 1st day of month ((B)(6), 2013) that complaint was reported the device was received with the top of the I-blade fractured and slightly lifted. In addition the upper jaw was found detached from instrument and returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged of the I blade and upper jaw. As reported in the event description it is likely that the damage to the jaw and I-blade and upper jaw were caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.